Event description:
As reported, following the withdrawal of the esheath, an access site injury was observed and repaired. Post procedure, hemorrhage and obstruction was reported in both legs. The patient expired on postoperative day (pod) 3. As reported by our affiliate in (B)(6) , during a transfemoral tavr procedure, with a 23mm sapien 3 valve was deployed in the aortic position. The procedure was performed 'off-pump coronary artery bypass (opcab)'. As the patient had 'shaggy access vessel', percutaneous transluminal angioplasty (pta) for the common iliac artery (cia) to external iliac artery of both legs was performed. The access site was obtained by cut-down via the right leg. A 14 fr esheath was inserted. The valve was deployed. Angiography showed no problem. However, it revealed access site injury after removal of the sheath. Surgical repair was performed, and the procedure was completed as confirmed no problem. The patient was transferred from the or. After leaving the operating room, hemorrhage and obstruction in both legs were confirmed. Pta was performed. Bleeding control was unsuccessful. On pod3, the patient expired. The annular diameter measured 20.4mm x 26.0mm with area of 420.0 mm2. Moderate valve calcification was reported. Severe aortic root calcification was reported. No aortic annulus calcification was reported. The access vessel minimum luminal diameter (mld) measured 3.6mm with moderate-severe vessel calcification and no vessel tortuosity. Per medical opinion, the patient's death was related to the access site injury.

Manufacturer narrative:
The 14fr esheath was not returned to edwards for evaluation. According to the instructions for use (IFU), cardiovascular complications, including perforation or dissection of vessels which may require intervention, are potential adverse events associated with the transfemoral transcatheter aortic valve replacement procedure. According to literature review, and as documented in a clinical technical summary written by edwards lifesciences, vascular complications are a well-recognized complication of the transfemoral tavr procedure in this elderly population with multiple co-morbidities. Edwards has reviewed many reports, including screening data records and source documentation of vascular complications and has found that the root cause is typically related to a combination of vessel size, tortuosity and calcifications. Although the incidence is decreasing with smaller sheath/delivery system sizes and physician experience, there will continue to be cases in which vascular complications will occur. The thv physician training manuals instruct on procedural considerations for sheath insertion with regards to proper screening critical to reducing vascular complications. The training manual instructs the operator on proper sheath insertion and withdrawal techniques, including pre-dilating the vessel with the edwards dilators, as needed. It also notes that calcification may reduce lumen diameter and limit or prevent transfemoral passage of the devices. The IFU contraindicates patients with ilio-femoral vessel characteristics that would preclude safe placement of sheaths such as severe obstructive calcification or severe tortuosity. Pre-procedure screening and assessment of the femoral/iliac artery internal diameters will enable the clinician to determine if the sapien valve can be delivered transfemorally. Assessment of location and amount of circumferential calcium will aid in determining areas of reduced vessel diameters. The operators are trained to measure minimum vessel diameter taking calcium into account. The physician training manual also lists the minimum recommended vessel size for each size device. Despite the best screening tools, a small percentage of patients will have femoral/iliac vessels that are not amenable to the trans-femoral approach or where increased resistance is encountered during insertion of devices. In many cases, the vessel minimum luminal diameter (mld) may be borderline or below the indicated size. In addition, significant calcification and/or tortuosity, not always appreciable on imaging, could be contributing factors to the event. The minimum required vessel diameter for a 14fr esheath is 5.5mm. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. Investigation results suggest in addition to procedural factors (manipulation of the devices), patient factors (less than adequate vessel mld, vessel calcification) likely contributed to the access site injury and subsequent patient death. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.

Manufacturer narrative:
A supplemental MDR is being submitted for additional information received. The following sections of this report have been updated: section a2 (date of birth), d4 (lot number and expiration date), and h4 (device manufacturer date).